Event description:
Per the clinic, the patient developed an infection at the implant site, leading to wound dehiscence and device extrusion. There are plans to explant the device and to reimplant the patient with a new device.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2024.